Event description:
Mr. (B)(6), reported to our customer care (B)(4), that a pt came in with pain and a haematome. So the surgeon organized a revision surgery. During this he observed, that the cage, which was implanted on thursday, (B)(6) 2011, was cracked on the side (in high of the check-mark-rod).

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.